Manufacturer narrative:
Concomitant medical products: product ID 3531, product type: external neurostimulator. (B)(4).

Event description:
A patient reported that her trial started on (B)(6) 2015. The trial worked wonderfully and she was happy with her trial results. Her healthcare provider said there was 80 percent improvement, but she thought it was higher. Previously, she could only hold 200, but the next day after the trial started she got 625 and didn't leak. However, at some point she had some leakage. She contacted her healthcare provider and was told to keep on antibiotics and turn stimulation up from 5 volts to 6 volts. It worked great until (B)(6) 2015, when she started leaking again. She was at a convenience store and wetted her clothes. She also somehow bent the wire and thought when she was removing her pants, she jerked the wires accidentally. The next day she got up and something was poking her and it did not feel right. That day, she also saw the low battery screen for her external neurostimulator (ens) and noticed that the batteries were dead. She assumed that they were dead the prior day as well since her symptoms returned. It was her third week of the trial and that's why the ens batteries went dead. The patient went to her healthcare provider's office because the batteries were dying, she was sent to get new batteries, and then went back to the office so the batteries could be replaced. The issue was resolved and stimulation was increased to 7 volts. Her healthcare provider also addressed the wire and said it was fine but it was bent and poking. The healthcare provider twisted it so that it wasn't poking the patient and the issue was resolved. The patient also had shoulder and arm pain unrelated to the device, but she couldn't take an anti-inflammatory because of the surgery. The trial was scheduled to end on (B)(6) 2015. No product information was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care professional reported that the patient was in the office for her post-op visit and was doing well. The patient said that they replaced the depleted ens batteries and the trial was completed. The health care professional said that the patient did not mention a bent wire, but said that it was most likely an external wire.